Manufacturer narrative:
Cine image review: a set of three photographs of cine screenshots were received with the initial reported event. The first cine image exhibits a support catheter and two stent segments. The proximal stent segment, (closest to the support catheter), is approximately 2.5 longitudinal stent cells in length. The distal stent segment is approximately 4 longitudinal stent cells in length. It is indicated that a 3.3 mm by 21 mm stent consists of 6.5 longitudinal stent cell. This image confirms the initial reported event that during post-procedure one year post-treatment the stent was completely fractured into two segments. The distal segment has migrated distally in the vessel. The second cine image exhibits a support catheter and two stent segments. The proximal stent segment, (closest to the support catheter), is approximately 2.5 longitudinal stent cells in length. The distal stent segment is approximately 4 longitudinal stent cells in length and has migrated distally in the vessel. The third cine image exhibits a narrowing of the vessel just distal of the proximal stent segment and is indicated by an arrow on the cine screen. This image confirms the initial reported event of one year post-treatment stent restenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician successfully treated patient at the right, proximal superior mesenteric artery using a paramount stent. Lesion type was calcified with moderate tortuosity, severe calcification and 95% stenosis. Artery diameter was 5 mm and lesion length was 15 mm. Lesion was not pre-dilated. Length of deployed stent was 21 mm (as indicated). No issues were noted during procedure. One year post-treatment stent restenosis occurred. Patient was treated again approximately one year later. During second procedure it was noted that stent had fractured completely at the mid-section. The proximal portion of the fractured stent was dilated. No attempts were made to remove the detached portion. No further patient complications occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.